Event description:
It was reported that the battery of this pacemaker appeared to be depleting prematurely. A copy of device memory was preserved and submitted for analysis. Engineering analysis found that the higher-than-normal power consumption was due to high-rate atrial sensing. It was noted that the patient's heart was in atrial fibrillation. The device was programmed vvir and the atrial lead remained programmed on. A boston scientific technical services (ts) consultant discussed that the lead could be programmed off. Ts also discussed disabling the signal artifact monitor if the minute ventilation feature was programmed on. The patient reportedly expired one month after this event. There were no allegations that the device caused and/or contributed to the patent's death.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description of the initial report for more information regarding the specific circumstances of this event.

Event description:
This report is being filed to submit the results of engineering analysis of the reported clinical observations.